Event description:
Patient reported they initially obtained a reading of 14 mg/dl with a test strip of unknown lot number and unknown source. Pt was having symptoms of hyperglycemia in the form of blurring of vision and frequent urination. Pt tested again 30 minutes later with a new batch of test strips and obtained a reading of 239 mg/dl. Subsequent testing with the same test strips gave accurate readings. No allegations of harm have been made.